Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and evaluation, it was determined that the small battery drive device unit had an unusual loud grinding noise, the gears, bearings and trigger assembly were corroded, the upper trigger was sticking and the head would not accept the attachment coupling tool. It was further determined that the device failed pretest for trigger and electronic control unit function and attachment coupling. It was noted in the service order that, during testing, the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.